Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms could not be confirmed through this investigation. The modular cable was returned in unremarkable condition. The modular cable passed electrical testing without issue, indicating no issues with the underlying wires. The modular cable was connected to a test controller and mock circulatory loop and was able to support the system without issue or alarm, including when the modular cable was manipulated. The reported alarms were not able to be reproduced with the returned modular cable. The root cause of the reported event was unable to be conclusively determined through this investigation. A review of the relevant sections of the device history records could not be performed as the lot number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook provide instructions regarding how to care for the driveline in sub-sections entitled "what not to do: driveline and cables." Heartmate 3 patient handbook and caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline power fault alarms on their system controller. The ventricular assist device (vad) coordinator exchanged the modular cable and controller. The hospital wanted to the return the modular cable only. Log files were not provided. After the exchange of the modular cable no further alarms were reported.